Event description:
While treating a pt with the model 3100a, the operator heard an increase in the air noise which was followed by a low source gas alarm indicator. The pt was placed on another 3100a without compromise.